Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported a 'no disposable' alarm occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found it missing a sticker seal; it also had a damaged down stream occlusion sensor. There was evidence of the error found in the event history log. The customer reported problem was not verified/duplicated. However the investigation found that a the down stream occlusion sensor nub was damaged, and the event log showed a no disposable error message. The defective down stream occlusion sensor was found to be the cause of the reported problem. For corrective action the down stream occlusion sensor w.as replaced. The root cause of the reported problem was unknown. Product is beyond 8 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 6500.